Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant. Clinical details and imaging have been requested but not yet furnished. Should the medical center relay more information that leads to root cause determination, a final report will follow. The failure mode will be monitored and trended.

Event description:
The medical team had an impella cp inserted via the right femoral artery at a community medical center prior to transfer to tertiary center for continued monitoring and care for the cardiogenic shock. The pump only remained on for support for 1 day due to limb ischemia concerns in the impella accessed limb. The pump was explanted due to lost pulses and the vascular repair was done to the femoral access. After surgical repair the pulses returned.